Event description:
A medwatch 3500a form rec'd from the user facility reporting the following event to the MFR. The physician had been unable to inflate the first dilation catheter at the lesion in the basilar artery, due to an air leak, outside the pt, at the hub. The device was removed and a second dilation catheter [subject device] was advanced to the lesion without issue. As the physician inflated this device, air bubbles were noted within the balloon. The balloon did not rupture, and was successfully deflated, and removed without incident. The procedure was completed with a different device, and there was no adverse outcome for the pt.